Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse) found the fiber optic extension of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
We have received additional information advising that this event was discovered during pm by a getinge field service engineer (fse). At the time of the fse's evaluation of the iabp, the stm replaced the alarm daughter board battery with customer supplied 9v battery. However, the customer declined repairs of the damaged fiber optic connector and opted to replace it themselves. In any event, the fse advised that the unit was functioning correctly at that time and was released for clinical use pending the replacement of the fiber optic connector. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email address: (B)(6). .

Manufacturer narrative:
The customer stated, via telephone, that the unit did have repairs done and went back into clinical use.

Event description:
It was reported that the fiber optic extension of the cardiosave intra-aortic balloon pump (iabp) was damaged. The circumstance of the event is unknown and it is also unknown if there was patient involvement. However. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service has not been requested in connection with this event. If additional information is provided, a supplemental report will be submitted. Not returned to manufacturer.

Event description:
It was reported that the fiber optic extension of the cardiosave intra-aortic balloon pump (iabp) was damaged. The circumstance of the event is unknown and it is also unknown if there was patient involvement. However. No adverse event was reported.